Event description:
Patient was intubated on a ventilator. When returned from CT testing the patient began coughing. Rn and rt attempted to suction patient without success. Patient coded, was extubated and reintubated and placed back on the ventilator. Upon examination of the et tube it was noted to have a significant amount of dried secretions at the end of the tube which could have occluded air flow. Earlier the same day another patient was routinely extubated and there were dried secretions at the end of this et tube also. Dates of use: (B)(6) 2011.